Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that error code 202 was displayed on the footboard and the scale and bed exit were not working. No pt involvement or adverse consequences are reported.